Event description:
Intended use: chromogenic medium for the selective isolation of yeasts and the direct identification of candida albicans. This medium is a medium for: the selective isolation of yeasts, the identification of the species c. Albicans, the presumptive differentiation of a group of species comprising c. Tropicalis, c. Lusitaniae and c. Kefyr. Issue description: a customer in (B)(6) notified biomérieux of candida albicans no growth in association with chromid candida 20 plates (ref. (B)(4), lot 1009006390, expiration date 24-jan-2022), the types of samples tested were mainly sputum, genital smears. This complaint is related to the complaint (B)(4) (same customer, same issue, same product, batch number 1009069930). It was reported that for several months, the client has noticed that candida do not grow well on chromid candida agar. The customer has performed a sabouraud agar in parallel and there he quickly had large colonies while on the can 2 at 48h there were very small colonies that grew. The customer has confirmed the identification with malditof. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
A customer in switzerland notified biomérieux of candida albicans no growth in association with chromid candida 20 plates (ref. (B)(4), lot 1009069930, expiration date 01-mar-2022). The types of samples tested were mainly sputum, genital smears. Investigation batch record review: lot# 1009069930 (ref. (B)(4)) was manufactured on the 17 and the 18-november-2021 on line auto 5 from 15h57 to 06h35. (B)(4) kits of 20 plates were released with an expiry date of 01-march-2022. The production records for the lot showed it complied with specifications for all the quality controls tested. Neither non-conformances nor deviations were detected on this lot. Retained sample tests: retained sample plates of the impacted lot (1009069930) and a reference lot (1009081680) were tested with the following atcc strains: candida albicans atcc® 2091¿, atcc® 10231¿, candida tropicalis atcc® 9968¿, candida kefyr atcc® 1162¿, proteus mirabilis atcc® 12453¿ and enterococcus faecalis atcc® 29212¿. All results for the strains were in agreement with biomérieux specifications, and the customer lot was consistent with the reference lot. The retained sample plates of the impacted lot (1009069930) and the reference lot (1009081680) were tested with the six returned patient strains. Identification of the six strains were confirmed by maldi-tof method as being candida albicans. All the results of the six strains are in agreement with biomérieux specifications for the impacted lot and equivalent to the reference lot after incubation between 48-72 hours at a temperature of 33-37°c. The customer¿s issue was not reproduced with atcc strains nor with the six customer strains. Complaint database review: on the 8th of february 2022, a search of the complaints database found no other complaints were registered on the impacted lot number (1009069930). Conclusion the root cause of this issue remains unknown. The investigation was unable to reproduce the reported problem with atcc samples or the samples submitted by the customer. Nor was the investigation able to identify deviations in the product from our expected specifications.